Manufacturer narrative:
On 26 september 2017 the medical affairs director performed a clinical evaluation and commented as follows: hip revision surgery occurred 4 years after primary cementless total hip arthroplasty. Radiographic images provided show a radiographically loose stem, with no osseointegration taking place. The presence of two screws in the femoral bone and one in the ilium was not explained; they may indicate previous surgery that possibly made fixation more challenging. There is no history available; such a detachment could even suggest the possibility of a late infection, but there is no mention of this in the report. Aseptic loosening is a possible, literature described adverse event following cementless tha whose causes are often unknown. The reason of this failure cannot be determined. Batch review performed on 20 september 2017. (B)(4). On 13 october 2017 the r and d project manager performed a preliminary investigation based on the available pictures and commented as follows: the images showed a stem and a cup explanted, without any particular sign. The coating are almost totally absorbed in both the implants and the presence of blood is still evident on their surfaces. From the received photos it is not possible to determine the root cause of the event, but there are no reasons to connect the event to defects of the device.

Event description:
The patient had been complaining of pain. The requested the patient get an x-ray and determined the implant must be loose. Revision surgery was performed and the stem was removed as it was in fact loose.